Event description:
It was reported that the pt experienced an overdose following a programing session. The pt was in a coma for three days. Per the rptr, the hcp had miscalculated. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.